Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia name: medtronic minimed street: 18000 devonshire street city; northridge state: ca zip code: 91325 country: united states based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced an occlusion issue on (B)(6) 2026 and was taken to the ER due to hyperglycemia with a reported blood glucose level of 320 mg/dl, where the patient stayed for less than twelve hours. The patient experienced symptoms of increased thirst and urination and received treatment with intravenous insulin.